Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va059m9, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported having a bladder infection. This was confirmed. This started about a week prior to this report and she had medicine for it. She successfully turned the stimulation off for now. The medicine was noted to be oral antibiotics. Additional information received from the patient in response to follow-up reported that she had turned the device off for a day and then turned it back on and was fine. Antibiotics were the only step taken to address the bladder infection. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.